Event description:
Procedure type: lap hernia repair. According to the reporter: during the case, the metal pin came off the handle. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. No other info provided.

Manufacturer narrative:
(B) (4). (B) (4).